Manufacturer narrative:
Unit received with intermittent button response due to moisture damage on keypad traces. Unit was set to proper time and date. Unit was monitored. No time anomaly was noted. Unit received with minor scratched lcd window, and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 96 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.